Event description:
Initial result for two patient ise's were 104/3.1/77 and 121/4.0/96 for na/k/c1. When repeated the results were not reported. The field service representative found the probe was contaminated and repaired the instrument by replacing the probe.